Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the cu (cooling unit) oil leaked. After visually checked cu (cooling unit) fse confirmed that the oil leaked seriously. The fse replaced the cooling unit. After replaced the cooling unit, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that there is a rotating anode abnormality and low load. The philips field service engineer replaced the cu and did air exhaust, then restart and system is ok. Philips has started an investigation of the complaint.